Event description:
It was reported by the patient¿s wife that the patient underwent a hip replacement with zimmer biomet product. Approximately 9 years post implantation, patient now has bone spurs, tremor in right arm hand, skin rashes and sores that will not heal, constantly tires, has lost 2 inches in height, neck aches, hips are in pain, cannot sit, walk, or function. No additional information.

Manufacturer narrative:
(B)(4). Implant date: unknown month and day in 2012. Concomitant medical devices: unknown stem; unknown cup; unknown liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.